Event description:
Rptr states that pins are damaged and appear blackened while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.